Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made unusual noise and was running over temperature specifications (20.6 degrees above ambient temperature should be less than 20 degrees). It was also observed that the bearing on the bottom end of driveshaft was worn out causing the unusual noise and temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation, it was observed that the device was overheating and made an unusual noise. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.